Event description:
It was reported that pump displayed malfunction alarm code 12 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump. Ultimately malfunction re-occured. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.